Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported issue is suspected to have been caused by a loose per-cutaneous pin.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision was observed. It was reported that the surgeon believed that the screws were 10 millimeters off and that three of the 6 placed screws were revised. It was reported that when the surgeon attempted to remove the reference frame from the perc pin, the perc pin was removed from the patent.